Event description:
It was reported that during a da vinci hysterectomy procedure, fragments from two separate harmonic ace curved shears inserts broke off and fell into the patient. According to the initial reporter of this complaint, the surgical staff was able to retrieve the broken fragment. The surgical procedure was completed using a replacement harmonic ace curved shears insert. No patient harm, adverse outcome, or injury was reported. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the robotics coordinator from the site. The robotics coordinator stated that the broken fragment was retrieved by the surgeon during the da vinci surgical procedure and no x-rays were performed. The robotics coordinator also indicated that no additional surgical intervention was performed to retrieve the broken fragment. The robotics coordinator stated that there were no reports of any post-operative complications. (B)(6).

Manufacturer narrative:
The harmonic ace curved shears insert has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the harmonic ace curved shears insert broke off, fell into the patient, and was retrieved. There is no indication that the patient experienced a serious injury because of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.